Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was cracked on the reservoir compartment. The customer's blood glucose level was 45mg/dl. The customer treated the low with candy. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the reservoir tube window corner, a broken belt clip slot and cracked battery tube threads.